Event description:
It was reported the device was subject to the decrement test field action issued by abbott on 10 march 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an atrioventricular node ablation procedure. During capture threshold testing post-procedure, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. The patient was in asystole during this duration of time. The test was manually terminated. The patient was stable post-procedure.